Event description:
It was reported to philips that the device locked up during operational testing and the user was unable to exit or power off the device. The customer removed the ac adapter to power down the device. The device was turned back on and the customer re-ran operational testing. The device passed testing, printed, and went back to monitoring mode with no further lock up issues. There was no patient involvement.